Event description:
PICC placed in 2001, unable to aspirate for several months, went to check catheter and undid dressing and the external portion of the catheter was stuck to the dressing, the rest of the PICC had embolized to the right ventricle which was found on x-ray, were able to snare. Pt was on nightly tpn treatments.